Manufacturer narrative:
Rail damaged from impact.

Event description:
It was reported by service report that the pt left foot siderail will not go up or down. No pt involvement or adverse consequences are reported.